Event description:
The account alleged the cardio pulmonary resuscitation function will not work. Head will lower using the siderail controls. No patient impact.

Manufacturer narrative:
The account changed the cardio pulmonary resuscitation valve and the issue remains. Technician asked the account to see if there are any blockages or contaminants where the valve goes in the hydraulic manifold and clear them or change the hydraulic manifold. The account changed the cardio pulmonary resuscitation valve a second time with a new valve to resolve this issue.